Manufacturer narrative:
The returned sample was inspected at (B)(4) microscope magnification which is the normal inspection magnification. Visual inspection revealed that the lens was received with one broken haptic which appears to have occurred during the removal process (as stated in follow-up with the customer) during the intraocular lens exchange. Based on the investigation no manufacturing cosmetic condition was observed. The review of the documentation and testing presented in the manufacturing record revealed all process operations presented in the manufacturing record from generation to boxing were in compliance. No deviation or non-conformance (ncr) related with the customer claim was generated. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report concerning an intraocular lens (iol) that was explanted after the patient complained of blurry vision. The patient was unhappy with the visual results at the 1 week post-op visit. The original incision was enlarged and the lens was explanted. No sutures were required and the patient is reported to be doing fine.